Manufacturer narrative:
(B)(4).

Event description:
With stimulation turned on, the pt had a loss of therapeutic effect. The pt's device system was not controlling their pain, and later had "stopped working". The pt's pain was getting worse, and a company representative was not readily available in (B)(6) to reprogram the pt's device. It was further reported that a second device from an alternate manufacturer was implanted for cervical pain; and had stopped working after 8 months. The pt was working with their physician in an effort to explant their devices. It was noted that a pump was to be implanted on (B)(6) 2010. The pt's outcome was not reported. The pt was seen on (B)(6) 2010 and was doing fine. Please refer to MFR report # 3004209178201009143 for info on the concomitant system.